Event description:
Event description guidant received information that electrocardiogram strips revealed ventricular loss of capture. The field representative inquired as to the use of the automatic capture feature. There were no adverse patient effects observed.